Event description:
It was reported that this lead was an attempted implant. During the procedure the helix could not be extended. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried body fluid was present around the helix. Resistance testing found the lead was not electrically continuous, indicating a fractured or broken conductor. The identified break contributed to the reported clinical observations.